Event description:
Analysis was completed on the returned lead. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Abraded openings were found on the outer silicone tubing which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed abraded openings the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings of the returned portion of the lead, there is no evidence to suggest discontinuities which may have contributed to the reported low impedance. Analysis was performed on the returned new generator. There were no performance or any other type of adverse condition found with the pulse generator and the generator performed according to functional specifications. No additional relevant information has been received to date.

Event description:
The old lead, old generator, and new generator were received by the manufacturer. To date, only analysis on the old generator has been completed. Per analysis on the old generator, the low battery voltage condition was the result of normal, expected battery depletion. The generator performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.

Event description:
During a generator replacement due to battery depletion, low impedance was found on system diagnostics with the old lead and new generator. Diagnostics were not able to be performed on the old generator due to failure to interrogate due to battery depletion, but the generator was able to be interrogated two months ago and no issues were known to have been reported. Wiping the lead pin and re- inserting did not resolve the low impedance issue. Use of a test pin with the new generator and generator diagnostics came back within normal limits. The new generator was implanted with plans of future revision. Both the new generator and old lead were later replaced. The lead was replaced due to the low impedance and the generator due to the company no longer distributing a compatible lead. The generators and lead have not been received by the manufacturer to date.